Manufacturer narrative:
See section h11 - 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. The device is not available for evaluation, however, a lot history review will be performed.

Event description:
The event was reported via medwatch voluntary with MDR report number mw5162149 regarding a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. The reported stated that the nurse caring for patient said that the j loop is leaking (where the hub connects to the tubing) when flushed. There was an unspecified injury with unspecified medical intervention noted. No further details were provided at this time. There was patient involvement.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.